Manufacturer narrative:
Patient demographic unknown. Site had another needle and was able to proceed with surgery. Part was not returned as it was contaminated. No impact on patient outcome reported.

Event description:
Medtronic representative reports defective biopsy needle as the inner cannula was very loose. No impact to patient outcome reported.